Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they got replace battery now alarm. Customer¿s blood glucose level was unknown. Troubleshoot was performed for replace battery now alarm. Customer stated that they did not get low battery alert prior to the replace battery now alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the sleep current measurement, active current measurement, and displacement test. Pump was received with normal operating currents, no unexpected power loss alarms noted during testing. No unexpected replace battery now alarms, or low battery alarms noted during testing.